Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for five patients, involving the access 2 immunoassay system utilized in conjunction with the access accutni assay and access accutni calibrator. Subsequent analyses of the patients¿ samples, on an alternate access system, recovered lower results, within the normal reference range. The customer stated the erroneous results were released out of the laboratory and indicated the patients were admitted to the hospital based on the erroneous values. It is unknown if any additional treatment was given to the patients. There has been no report of current patient outcome. Amended reports were issued to the hospital. The customer stated there had been some general laboratory temperature issues but noted that did not impact the other access system¿s performance. The customer indicated the laboratory has a policy to retest any samples with critical results that does not have a history. Quality control (qc) is performed once daily and had been recovering with specifications prior to and at the time of the event. No qc issues were noted. The patients¿ samples were collected in 13x100 mm becton dickinson (bd) lithium heparin gel tubes and centrifuged at 5,500 rpm (rotations per minute) between three and five minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report three of five referencing the patient on the event date noted.

Manufacturer narrative:
The field service engineer (fse) observed the reaction vessel (rv) rake and shuttle were misaligned, the front bearing on incubator track needed to be replaced, and the incubator belt was out of specification. The fse replaced the bearings, incubator belt and realigned the rv rake and shuttle. The fse performed belt calibration, high sensitivity system check and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. All related medwatch reports associated with this incident: 2122870-2013-00567, 2122870-2013-00568, 2122870-2013-00569, 2122870-2013-00570, 2122870-2013-00571.